Manufacturer narrative:
B3: date of event estimated as 9/1/2008. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as on (B)(6) 2007. Literature attachment: article title ¿ imaging characteristics and reintervention in patients after radiation induced carotid artery stenting ".

Event description:
It was reported in an article that the patient presented with amaurosis fugax after carotid artery stenting due to squamous cell carcinoma of the base of the tongue. The patient had previous radiation induced carotid artery stenting (ricas) of the right internal carotid artery in (B)(6) 2007. Four months later, there was a long stenosis proximal to the initially stented internal carotid artery. Two 6x30 mm acculink stents were implanted in the right internal carotid artery proximal to the initially stented area. There were no intraprocedural or periprocedural neurologic events. One year after the procedure, the patient stopped taking clopidogrel prior to a lumbar spine operation and developed hypotension with left arm weakness. Angiography showed an occluded right carotid artery with excellent collateralization from the left side and as a result no intervention was pursued. Two years after this event, the patient was diagnosed with squamous cell cancer of the left retromolar trigone with mandibular invasion. Repeat doppler ultrasound demonstrated 70-99% stenosis of the left common carotid artery for which angioplasty was performed with no intraprocedural complications. Follow up one month after re intervention demonstrated no stenosis of the left common carotid artery. Additional details can be found in the article "imaging characteristics and reintervention in patients after radiation induced carotid artery stenting".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, an electronic lot history record (elhr) review and a review of the complaint handling database were not performed because the part and lot number were not reported. The reported patient effects of occlusion and hypotension are listed in the rx acculink carotid stent system instructions for use as possible adverse events associated with use of these devices. A conclusive cause for the reported occlusion, hypotension and fatigue, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4: model number updated from na to unknown rx acculink. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.